Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.2¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d171019-1). The control solution tests for level low were 65/66 mg/dl, for level high were 262/269 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass. We tested the retain strips from our warehouse (same as patient's strip lot number: d171019-1). The control solution tests for level low were 61/58 mg/dl; for level high were 250/249 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 200~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 around 10:00am. Meter gave a result of 80mg/dl and ems was called. Reporter stated that the prodigy meter gave a reading of 80mg/dl however due to the end-user behaving erratically ems were called around 45 minutes after testing. Reporter stated that after testing her blood glucose he gave her some candy and orange juice, tested again and got a 39mg/dl. Ems arrived within 15 mins tested her and received a 31mg/dl. End-user was not transported to the ER. Ems gave her orange juice and no other treatment. Reporter doesn't recall what her blood glucose was prior to the ems leaving. No additional details have been provided.